Manufacturer narrative:
The reported device has been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was a 10fr exodus drainage catheter. The drainage catheter was returned in two pieces. The hub was separated from the catheter. The exodus drainage catheters are a purchased device from contract manufacturer freudenberg medical. Scar004389 and the complaint sample were sent to freudenberg medical for device evaluation/root cause analysis and device history record review of supplier lot {0000150511}. As per the scar004389 results, freudenberg medical confirmed that the used complaint device had catheter, fragmented/detached. They verified the od and ID of the shaft to be within specification. A root cause for this failure mode cannot be determined but it does not appear to be manufacturing related. The device history records were reviewed to confirm that the devices passed all applicable in process and final inspections. The customer's reported complaint description of catheter tip fractured/detached was confirmed. Although the complaint descritpion is confirmed, a definitive root cause for the event cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use which is supplied to the end user with this device states: indications for use / intended use exodus array multipurpose drainage catheters are intended for percutaneous drainage of fluid or air in the chest, abdomen and pelvis, e.g., abscesses, cysts, pneumothoraces, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections. Exodus nuance: nephrostomy drainage catheters are intended for percutaneous drainage of fluid collections in the urinary system. Exodus believe biliary drainage catheters are intended for percutaneous drainage of the biliary tree. Warnings: do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. Do not place catheter into the vascular system. Do not expose this catheter to alcohol, as it may damage the hydrophilic coating and the catheter. Potential complications/adverse events: catheter break/fracture note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement. Note: for the exodus believe biliary drainage catheter, the distal tip of the catheter is advanced as far as the duodenum with the radiopaque marker in the biliary tree. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
An end user reported to a senior territory manager an issue that occurred at the facility regarding an exodus 10f drainage catheter. It was reported one of the physicians' patient had a 10f exodus drainage catheter break off inside of them. The treating physician determined not to retrieve the fragment as it would most likely pass through the patient's stool. A 12f exodus catheter was opened, pending use, however it was determined it was not needed. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.